Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Six month ago the user suffered from a head trauma. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. From the received insitu measurements, it seems that the damage due to device minute mobility was already ongoing prior to the damage caused by trauma. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Around (B)(6) 2018 the recipient had a head trauma. The recipient was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Reportedly the recipient experienced a head trauma in (B)(6) 2018. However in situ measurements already show an increasing number of channels before the mentioned impact. Also, the accident or impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. To determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Around april 2018 the recipient had a head trauma. Re-implantation is considered but no date has been scheduled yet.